Event description:
It was reported that, during a battery exchange, the new batteries were not fully engaged and were double disconnected. The controller exhibited an unexpected loss of power, the ventricular assist device (vad) stopped and the patient was found unconscious. The vad restarted when the power sources were connected and the patient regained consciousness spontaneously. It was also reported that several batteries had a "stiff connection to controller." Review of log file data revealed multiple motor start events with parameters outside of expected range. The vad, controller and batteries remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2022 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2024 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2024 / serial or lot#: (B)(6), UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2024 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: battery serial or lot#: (B)(6) additional products: battery serial or lot#: (B)(6) additional products: battery serial or lot#: (B)(6) additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6) , one (1) controller ((B)(6)) and three (3) batteries ((B)(6)) were not returned for e valuation. Log file analysis associated with (B)(6) revealed the controller was powered up on (B)(6) 2023 at 15:02:18 without a pump start event and was programmed with the patient¿s parameters. Two (2) additional controller power ups without a pump start event were logged on (B)(6) 2023 at 13:02:03 and on (B)(6) 2023 at 22:05:07 and a vad disconnect alarm was logged on (B)(6) 2023 at 22:05:11 indicating the controller powered on without the driveline connected, likely due to the initial programming of the controller and/or to the troubleshooting of the controller. Log file analysis revealed no anomalies involving the batteries within the analyzed period. Log file analysis associated with (B)(6) revealed the controller was powered up on (B)(6) 2023 at 14:56:13 without a pump start event, indicating the controller powered on without the driveline connected. This was followed by three (3) additional controller power up events with associated pump start events were logged on (B)(6) 2023 at 15:02:11 and on (B)(6) 2023 at 20:03:14 and at 20:04:00. The controller was without power for 5 minutes and 14 seconds, 2 minutes and 10 seconds, and 2 minutes and 56 seconds, re spectively. The are no data points logged prior the first loss of power indicating that this instance was likely due to a controller exchange. Analysis of data logs prior the second and third loss of power revealed that (B)(6) was connected to power port one (1 ) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point after the losses of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). Log file analysis associated with (B)(6) revealed motor start events recorded on (B)(6) 2023 at 15:02:21 and on (B)(6) 2023 at 20:04:06 in which the motor start parameters were atypical. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported loss of power event, reported vad stopped alarm event, and reported atypical parameters were confirmed. The reported batteries having ¿stiff connection to controller¿ could not be confirmed. A possible root cause of the losses of power can be attributed to a poor mechanical connection during the reported battery exchange, to the initial programming of a controller and/or to the troubleshooting of the controller. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameter(s) may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported batteries having ¿stiff connection to controller¿ event can be attributed, but not limited, to a connector damage and/or a marginal connection. Information provided by the site revealed that in addition to the reported loss of power, the ventricular assist device (vad) s topped and the patient was found unconscious. The vad restarted when the power sources were connected and the patient regained consciousness spontaneously. Based on the available information, the device may have caused or contributed to the reported neurological d ysfunction event. Per instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.